Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer contacted a technical support engineer (tse) during case setup and reported that they had an integrated electrosurgical unit (iesu) or erbe u-02 error at startup. The customer stated that the erbe had already been rebooted and that the cables at the back of the erbe had been disconnected and reconnected, but the error persisted. The tse then assisted the customer to integrate the site¿s force triad generator, so the case setup could continue. Later, the clinical sales representative (csr) called back with the customer to perform additional troubleshooting, but the customer indicated that they had already completed the troubleshooting and had connected the force triad to the system before the call. Subsequently, the tse received another call in from the customer, where they explained that no energy was being delivered when using the force triad generator. The customer confirmed that all connections were correct and the issue was resolved by increasing the energy setting on the force triad. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error u-02 which points to a replacement of the generator. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.